Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instruction for use (IFU), specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the device was severed into two pieces. There was a hole in one of the two pieces. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were three other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the redo double lumen total parenteral nutrition (tpn) catheter was leaking. The patient required re-intervention to replace the catheter. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported while inserting a catheter into a (B)(6) year old patient, the cuff was broken and is replaced with a new device. A section of the device did not remain inside the patient¿s body. The patient did require an additional procedure due to this occurrence: new catheter placement. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.